Event description:
The customer reported, the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the ups needed to be replaced. No conclusion can be drawn as repair information is unavailable.